Event description:
In 2009, the patient reported experiencing elevated blood glucose 2-3 times over the past 2-4 months. On one occasion his blood glucose was over 400 mg/dl and he bolused and 15 minutes later his blood glucose had elevated more. He bolused another 15 units of insulin and his blood glucose remained elevated and he injected insulin via syringe. Later, his blood glucose dropped below 70 mg/dl and he drank orange juice. His target blood glucose level is 100 mg/dl. He stated that he experienced pain internally in his stomach and his physician attributed it to elevated blood glucose and recommended the infusion device be replaced. Product was replaced and requested to be returned for evaluation.